Event description:
The rptr stated that rptr did back to back blood glucose tests, with difference of 100-200 mg/dl. Rptr's spouse assists the rptr (rptr has parkinsons and alzheimers) with rptr's testing. On follow up, spouse gave the results of the subject tests, done within 1 minute of each other, as 230, 167 and 135 mg/dl. Rptr did not have any symptoms. Spouse stated that spouse put 2-3 drops of blood onto the test strip. No harm was alleged.